Manufacturer narrative:
It was reported that a foam portion of the drape, which surrounds the drape's chest opening, fell apart into surgical site (chest). Per report, the drape was being used during the case and upon removal to the clamps (holds the pericardium up/open), holding the 2-o silk suture, a piece fell into the patient's chest. The incident reportedly happened ¾ of the way through the procedure. The piece of foam from the drape was reportedly successfully retrieved from the patient's chest through use of forceps. No impact to the patient, the staff, or the total length of the procedure was reported. There was no serious injury reported related to the event. Due to the reported incident and required medical intervention to retrieve the foam from the patient's chest, this medwatch is being filed. An unused companion sample was returned for evaluation and the complaint could not be confirmed. A definitive root cause could not be identified at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a foam portion of the drape fell apart into surgical site and this was successfully retrieved through use of forceps.